Manufacturer narrative:
Continuation of concomitant products: product ID : 8780 , serial# : (B)(4), implanted: (B)(6) 2020, product type : catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump pocket was infected. Surgical intervention was planned for (B)(6) 2021.